Manufacturer narrative:
The concerned device was not available for evaluation by the manufacturer. Information was given to the manufacturer, that the front wheel came loose because the screw thread came off. It is recognizable if the screw thread is coming off, because the device starts to tilt on three wheels. The wheel was fixed to the trolley's foot, and the trolley was put back into service. Single event, no further measures are planned at this time.

Event description:
It was reported that: a female therapist who was addressing the administration of a patient stated the right front wheel came off the machine and the machine tipped over and fell. The machine fell on the therapist's toe, however, did not require further medical intervention.